Event description:
Upon entering room health unit coordinator (huc) found pt on the floor alongside of the right side of the bed. Pt was facing roomates bed, their blankets and the rest of their body were on the floor with their chin on the siderail and both arms hanging down at their sides. The blankets were somewhat wrapped around their lower extremities. Huc yelled for lpn, lpn and nar came immediately and all three proceeded to lower pt to the floor. Pt had a bathtowel around their neck that was twisted under their chin and was stuck in the siderail. The towel needed to be dislodged before staff could lower pt to the floor for assessment. Vital signs were absent upon assessment. Pt had an (approximately) 1cm x 4cm light purple bruise along the bottom edge of their right mandible. One-half siderails were up on both sides of pt's bed. Both were in the "locked" position, and their mattress fits snugly against both vertical links of the siderail. The call light was attatched to the siderail (per usual) and was functional. A review of the hallway video tape from 6am until the time of death showed that pt had not put the call light on that morning. Pt was last seen alive at 7:11 am.